Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer charged the pump to 100% then the battery dropped to 1% and subsequently shut off. The pump was connected to a power source and was able to be turned back on. When the pump came back on the battery gauge displayed 5%. Reportedly after leaving the pump connected to a power source for over an hour, the pump battery charged to 70%. Customer reported blood glucose level was 115 (mg/dl). Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.